Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose was in the 300-425 mg/dl range. Reportedly, the customer reverted to an alternate pump for insulin therapy.